Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6) patient country: united kingdom

Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that patient faced infusion set needle break event (B)(6)2024. Insertion site was thigh. Infusion set had been used for one day. No further information available